Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Additional information received reported the patient was hospitalized due to prosthetic mitral valve endocarditis which was complicated by prosthetic mitral valve dehiscence, vegetation, coagulase negative staph epidermidis bacteremia, acute on chronic renal insufficiency, anemia, thrombocytopenia, transient ischemic attack due to carotid stenosis and diabetes mellitus. The patient developed worsening encephalopathy and after dialysis the patient was noted to be hypotensive and unresponsive, became bradycardic and pulseless. Resuscitation efforts were performed and were unsuccessful. The cause of death was noted as: pulseless electrical activity due to respiratory failure, mitral regurgitation and prosthetic valve endocarditis.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eleven months after device system implant. Additional information obtained reported that the patient had a history of dialysis and kidney issues and had been hospitalized one month prior to death and a device check was completed and noted normal function. The cause of death has been requested and not received.